Manufacturer narrative:
The analyzer's serial number is (B)(6). Due to the limited information provided, the investigation could not determine the exact cause of the event. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 7 patient samples on a cobas e 801 analytical unit. Sample 1: the initial result was 20.5 pg/ml with a data flag. The repeated result was 16.5 pg/ml with a data flag. Sample 2: on (B)(6) 2025, the initial result was 14.8 pg/ml with a data flag. The repeated results were 10.9 pg/ml and 11.2 pg/ml. The result of 11.2 pg/ml was obtained on another module. Sample 3: on (B)(6) 2025, the initial result was 25.6 pg/ml with a data flag. The repeated results were 21.3 pg/ml with a data flag and 22.7 pg/ml with a data flag. Sample 4: on (B)(6) 2025, the initial result was 719 pg/ml with a data flag. The repeated results were 542 pg/ml with a data flag and 569 pg/ml with a data flag. Sample 5: on (B)(6) 2025, the initial result was 17.0 pg/ml. The repeated results were 13.7 pg/ml, 15.3 pg/ml, and 15.6 pg/ml. Sample 6: on (B)(6) 2025, the initial result was 30.2 pg/ml. The repeated results were 31.0 pg/ml and 37.3 pg/ml. Sample 7: on (B)(6) 2025, the initial result was 15.2 pg/ml. The repeated results were 12.1 pg/ml, 15.8 pg/ml, and 15.9 pg/ml.